Event description:
Patient reported performing back-to-back tests, using the suspect device, with results of 25 mg/dl and 225 mg/dl. Patient indicated that no action was taken based on the results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.